Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New legal claim, asr revision scheduled, but has not taken place yet. Asr resurfacing system, right hip. (B)(6). Update: updated revision date, hospital details for original surgery and revision surgery, surgeon's name and dint reference. Taken from email 17 march 2015 (pd 20 march 2015). This com is a duplicate of (B)(4). All details from this com will be copied onto (B)(4) and this complaint will subsequently be voided as soon as an action activity has been complete. Sm 30 mar 2015. Update 6 apr 2015: from (B)(4) was previously non reportable due to there being no revision date, no information had been sent to the FDA and therefore the u.s have not duplicated anything. Since this patient has been reported to the FDA only through (B)(4) can be voided instead. All of the information from (B)(4) has therefore been copied to this complaint with (B)(4) been voided. Sm 7 apr 2015 information taken from (B)(4): reasons for revision: pain, restricted movement, immobility, increased chromium and cobalt levels patient name and dob.

Event description:
New legal claim; asr revision scheduled, but has not taken place yet. Asr resurfacing system. Right hip. (B)(6). Update: updated revision date, hospital details for original surgery and revision surgery, surgeon's name and dint reference. Taken from email (B)(6) 2015 ((B)(4)).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.